Event description:
It was reported to philips that the device was not able to acquire a 12 lead ECG when attempting to monitor a patient's rhythm. The crew changed the cables and the device still did not register the ECG. The patient involved was reported to have not experienced harm or an adverse patient impact. The crew called for an additional als unit to obtain another device to monitor the patient.